Event description:
It was reported that approximately five days after an original implant of an artificial urinary sphincter, the pressure regulating balloon component in the patient's retropubic space led to left iliac occlusion and dvt (deep vein thrombosis). The surgeon believes the pressure regulating balloon caused the occlusion by pressing on the iliac vein. The patient's leg was swollen and a scan showed a clot in the leg. The pressure regulating balloon was evacuated of fluid and the clot went to the lung (pulmonary embolism) and required treatment. A filter was placed and the patient was given blood thinners for treatment. No additional patient complications were reported in relation to this event.